Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period aug-19 through jul-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4). H3 other text : device not returned.

Manufacturer narrative:
Event sit postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), resistance was met causing it to be difficult to insert. A new iab was inserted and functioned without issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Reference complaint#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane loosely folded with traces of blood on the exterior of the catheter. The one-way valve was also returned separate from the iab. No sheath returned. Four catheter tubing kinks were observed near the y-fitting at approximately 73.6cm, 73.9cm, 74.9cm & 75.7cm from the iab tip. The one-way valve was tested and held vacuum. A laboratory insertion test was unable to be performed due to the returned loosely folded condition of the iab. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The evaluation was unable to perform a laboratory insertion test due to the returned loosely folded condition of the iab. Additionally, no sheath was returned for evaluation. Unable to duplicate the clinical settings. The evaluation did not confirm the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).